Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. The complaint was confirmed. The defects reported by the customer have been verified and remedied using the measures listed in the "proof of repair". Short circuit in the motor cable - motor cable replaced. Missing o-ring was completed. "Micro": preventive replacement of o-rings performed. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test completed. Safety test checklist enclosed. As per the input check report,there is a short-circuit in the motor cable and motor cable replaced. Therefore is the root cause for reported problem. A device history record review revealed that the body of the device had been replaced at some point in time which resulted in the serial number being updated to the current number. This serial number (B)(4) belongs to only the body of hand control set. It does not belong to the whole micro tornado hp. Original serial number is unknown and DHR cannot be done for this product. At this point in time no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that there was a defective article.